Event description:
The customer reported that after selecting images to save, the images are marked as saved but are unavailable. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.